Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: right mentor smooth round high profile 380cc saline breast implants, catalog number 3503380, serial number (B)(4), lot number 6786165. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old (B)(6) female patient underwent a primary breast augmentation with mentor smooth round high profile 380cc saline breast implants which is unknown which side is deflated after implantation. The issue was diagnosed by doctor¿s examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The deflation was possibly bilateral. This report is for the left implant.

Manufacturer narrative:
Additional information received on march 3, 2022 indicated that the right side saline deflation confirmed on (B)(6) 2022 and left side capsular contracture bg iii. As a result, patient underwent bilateral replacements with mentor gel devices on (B)(6) 2022. Date of implantation was on (B)(6) 2014. This report relates to the left prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on march 24, 2022 indicated that the patient underwent bilateral replacements as follow: l/ cat#: 3503001bc, sn#: (B)(6), r/ cat#: 3503251bc, sn#: (B)(6). Patient als experienced device migration. The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Devices photo evaluation completed on march 30 , 2022: upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Updated devices' photo evaluation completed on april 08 , 2022: upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Based on the information available, no further action is required at this time. The manufacturing records of the lot-serial number reported were reviewed and the manufacturing standards were met prior to the release of this lot. Manufacturer¿s reference number: (B)(4).